Event description:
It was reported that the patient underwent open bowel resection on (B)(6) 2014 and suture was used. While suturing an anastomosis, the tip of the suture needle broke off. The surgeon looked for the needle tip in the rectum and did not find it. X-ray was performed and the needle tip was not visualized. The procedure was completed and patient status is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported, the patient underwent open bowel resection due to chronic diverticulitis. The needle tip broke while suturing low anterior anastomosis. A search for the needle tip was conducted by looking, feeling and proctoscopy. The needle tip was visualized on xray but could not be found in the peri-rectal wall. There are no plans to remove the needle tip. The surgeon opines stiff tissue contributed to needle breakage. The patient is doing fine and has healed. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.